Event description:
Customer called and stated the wire on the side of the switch sparks.

Manufacturer narrative:
Out inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misuse as out inspection found: cord twisted, cord cut/burned strain relief, cord other comments, switch ok, pad bunched, bent/broken lead, bent/broken thermostat, thermostat discoloration, pad dirty or stained. Qc also found the cord has what appears to be bite marks on it. This tells us that the pad was not being properly used as per our instructions in the manual. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (B)(4) to reduce the occurrence of this issue. A new jacketed cord design was launched in production on 03/10/2014 that closes (B)(4) pending a future evaluation of the effectiveness of the solution.